Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They experienced silicon peeling on the jaws. No components of the device detached or were left in the harvesting tunnel. The procedure completed with a new kit. There was a slight delay of 2-3 minutes. No patient injury.

Manufacturer narrative:
Trackwise# (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. Corrected section: b7- medical history. The device was returned to the factory for evaluation on 04/09/2025. An investigation was conducted on 04/09/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact clear silicone insulation on the cold jaw. The clear silicone insulation on the base of the hot jaw was observed to be peeled, exposing the hot metal jaw. The black sheath of the shaft closest to the base of the jaws was also observed to be peeled back, exposing the metal of the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "peeled; delaminated; shaft" was observed. The lot # 3000465700 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a